Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement greater than 2,000 ohms. Subsequent information was received indicating that the lead was checked on a pacing system analyzer (psa) and no capture at maximum output with an out of range impedance was observed. Moreover, no lead damage and no loose connections were manifested. The rv lead was explanted and will not be returned as it was kept by the hospital. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.